Manufacturer narrative:
(B)(6). Concomitant medical products: unknown head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05285.

Event description:
It is reported that patient is experiencing locking, popping, and pain six months post-implantation. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: versa-dial humeral head 113065 lot 784540. Comprehensive primary stem 113613 lot 481900. Pt hybrid glenoid post pt-113950 lot 956580. Versa-dial comprehensive taper 118001 lot 924090. Therapy date: unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The information contained within this report does not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.